Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a pump error 53 alarm. Customer's blood glucose was 255 mg/dll. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The formatted history file confirmed pump error 53 alarm, line number 196 file number 128, due to software error. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.